Event description:
It was reported that the patient required assistance with the load process. During the initial attempt, the patient was not following the proper instructions and had attached the luer connector to the cartridge outside of the cartridge chamber, which resulted in the cartridge leaking during the fill tubing process. The patient then used a new cartridge and luer connector and was able to complete the load process successfully without any issues. Blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.